Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to fluid loss. The existing aus was explanted and replaced with a new aus consisting of a 3.5 cm cuff, balloon, and pump. The replacement 3.5 cm cuff was implanted at a more proximal location on the urethra. The surgeon did not perform a cystoscope at the end of the procedure. No patient complications were reported during the surgery. The explanted aus is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.